Event description:
User facility filed complaint that they experienced a non-delivery when using a disposable ambulatory drug infusion system. The flow rate was controlled by a 2-day administration set.